Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd unvtd bld hand pump w/180 flt ss leaked. The following information was provided by the initial reporter: "it was reported that the tubing leaked at the bottom chamber."